Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: is a non-healthcare professional. (B)(4).

Event description:
Pfs alleges pain, right hip with zero degrees of internal rotation, metal-on-metal debris, metallosis, a large, thick walled fluid collection anterior to the right hip, synovitis secondary to metallosis and weakness. After review of medical records, the patient was revised to address synovitis secondary to metallosis. There was some metal-stained fluid and cyst. It did not look like the patient had a pseudotumor or any muscle damage. There was no evidence of metallosis on the trunnion. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (right hip).